Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said for 2-3 weeks they had been feeling an electrical shock where the device was. The patient said the sensation was not much of a shock. They said the shocking basically stopped, but they felt it the morning of the report. They said the shocking was worst during the day. They said for the last 3-4 weeks nothing had been helping their symptoms. They said at one point on the vaginal floor it felt like a popsicle was sideways. On the call it was reviewed how to change programs. No further complications were reported or anticipated.